Event description:
Nurse was preparing to place a bard foley catheter and noted portions of the blue plastic protective sheath had come off in small pieces that were adherent to the catheter. This was noted prior to inserting the catheter and the pieces of the blue sheath were removed.